Event description:
The customer stated: the steri strips are leaving blisters on the pts. Per customer: blisters occurred post-surgical but since they are the surgical center they do not see the pts after their procedures are completed. However, they were informed by the physician about the blisters. Customer had stopped using the steri-strips provided in the pack and pulling from their own stock (3m).